Event description:
During this procedure, a coronary intervention was performed with a 16f impella device. An angiogram of the left femoral artery was performed prior to insertion of the impella, revealing mild peripheral vascular disease with haziness just distal to the puncture site. When the procedure was completed, two 8f angio-seal devices were deployed simultaneously to gain hemostasis at the puncture site. Nine days later, the pt presented with a fully occluded left femoral artery. The occlusion was successfully treated with a thrombectomy and percutaneous transluminal angioplasty. This device was used in the same event as reported in medwatch# 2182269-2012-00084.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instructions for use (IFU) states if pt have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site. The angio-seal device instruction for use (IFU) precaution that the angio-seal device is contraindicated in pts with arteriotomies in which sheaths or devices larger than those indicated on the device packaging labeling have been used. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.